Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to a high threshold as physician noted. This rv lead was replaced. No additional adverse patient effects were reported.